Event description:
The report received from the affiliate indicated that the pt was included in a clinical trial. The report indicated that the pt began experiencing chest pain approximately thirty-two months after the index procedure. The chest pain persisted and approximately thirty-five months after the index procedure, the pt was admitted to the hospital. Coronary angiography was done and a 90% restenosis was observed at the distal edge of the previously implanted cypher 2.5 x 23 mm stent. Six days after the angiogram, the restenosis was treated by implantation of an additional cypher 2.5 x 13 mm stent at 14 atm distal to the previous stent in overlapping fashion. The residual stenosis was 0%. The pt was stable and was discharged six days after the re-pci procedure. The physician's comment regarding the adverse event of restenosis was that it could happen with any bare metal stent and was not a problem related to be cypher stent.

Manufacturer narrative:
The index procedure was an elective case via the brachial approach. The target lesion was the distal left anterior descending (lad). The lesion was reported to be: de novo, concentric, tubular, a chronic total occlusion (cto), not calcified, 1.99 mm vessel diameter, a 100% stenosis, and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 6 atm. A cypher 2.5 x 23 mm stent was implanted at 12 atm for 31-60 sec. The stent was not post-dilated. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 27%. Ivus was not done. Eight months after the index procedure, coronary angiography was done and there were no reported problems with the previously implanted cypher stent. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.